Event description:
While transferring a patient into a bath tub using a multirall overhead lift, the transfer strap failed. The motor assembly came unattached from the carriage causing the patient and motor to fall to the ground. No injury was reported.

Manufacturer narrative:
In 2007, the multirall overhead lift involved in the incident was viewed and examined by the dealer. On entering the home, the multirall was found on the floor and the home owner handed the dealer the safety pin belonging to the extension strap. It is the opinion of the dealer, that prior to the transfer the home owner may have been attempting to shorten the extension strap and had forgotten to re-insert the safety pin. Once the transfer began, the strap unwound due to the safety pin being missing, and caused the resident and unit to fall to the floor. The extension strap was re-attached. The unit was inspected and re-installed and was back in use at the home the same day. When used per manufacturers instructions, the incident could not be recreated by the home owner.